Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was hard to close and the clips were not forming correctly. It is unknown how the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was over traveled. This finding is not related with the event reported. The analysis results found that device (b) was received with two malformed clips jammed in the jaws. Once the jaws were cleared, the device was tested for functionality to evaluate the incident reported. It was fired and two unformed clip was fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The failure of the anti-backup feature is unrelated to the event reported. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at the 11th firing sequence thus, it over traveled; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the found malformed clips. Batch # g9kk8k, mfg date: 7/17/2010; exp date: 6/17/2010. (B)(4). The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. Batch # g9kk8k, mfg date: 7/17/2010; exp date: 6/17/2010. (B)(4). The analysis results found that device (d) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. This finding is not related with the incident reported. No conclusion could be reached as to what may have caused the event reported. Batch # g9jh1j mfg date: 2/24/2010; exp date: 1/24/2010. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.